Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During follow-up, premature eri was observed on the device. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
. The reported field event of premature battery depletion was not confirmed. Longevity calculations revealed that the device¿s battery had depleted normally. The device¿s sensing, pacing, impedance and shock function revealed no anomalies and were within specification.